Event description:
The surgeon implanted an aq2010v three piece silicone lens but the haptic tore as it was being inserted. The incision was enlarged to remove the lens. The nurse indicated that it was unknown if sutures were required or why the haptic tore. An msi-tm injector and an aq2.8s cartridge were used but the lot numbers were not provided by facility.